Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. Reportedly, the patient consulted with her physician and subsequently requested a system removal as it no longer helps pain relief. Follow-up identified surgical intervention was undertaken at which time the entire scs system was explanted.